Manufacturer narrative:
There is no patient impact associated with this complaint. The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: a retain cartridge sample from the same lot was evaluated by product analysis on (B)(4) 2011 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The patient reported insulin leakage between the cartridge and the tubing. He said that he felt moisture and smelled insulin at that time. The patient reported blood glucose between 400 and 450 mg/dl without symptoms of hyperglycemia at the time of the leakage. He stated that he delivered insulin via injections to correct his blood glucose and no medical intervention was required. His blood glucose resolved to target on the same day. The patient denied visible damage to the tubing or cartridge, he noted that the connection between the two devices was secure, he reported air bubbles, and he said he knew of no trauma to the devices that may have caused the issue. This complaint is being reported because of the possibility that a cartridge issue may have caused or contributed to the leak.